Manufacturer narrative:
(B)(6). On 05/02/2017 a medtronic representative, following-up at the site, reported the surgeon continued placing screws and inter-bodies with a c-arm and using a percutaneous pin reference frame. When hardware was placed the imaging system was brought back in for a post-op spin, percutaneous pin was in the same position as before, same instruments were tested with the post-op imaging system spin and navigation system, both were accurate. On 05/09/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/22/2017 in follow-up at the site, medtronic representative reported the inaccuracy was noted upon initial navigation after the spin. No screws were placed using navigation, the surgeon immediately switched to a standard screw placement. Another imaging system spin was taken, watching closely the drape/frame, accuracy was spot-on. All this was post-incision. It is deemed likely this was a "draping issue", either flexing the reference frame or improperly reflecting light. Instruments all found to be in good shape. On 05/23/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine l5/s1 fusion procedure, the surgeon alleged an inaccuracy occurred immediately after taking an imaging system spin. Multiple instruments were showing approximately 1 centimeter inaccurate in the posterior direction. The imaging system was needed in another surgery and the surgeon continued without the imaging system imaging. Noted was that the surgeon was using z drapes that go over the frame and patient. The surgeon opted to complete the procedure without the use of the navigation system or the imaging system. Delay in therapy was 10 minutes. There was no impact on patient outcome.